Manufacturer narrative:
Document review: amistem c cemented stem size 5 lat: ref 01.18.105/ lot 103120 ((B)(4) devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. The 14 stems of the lot have been already sold without any similar event reported. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp#(B)(4).